Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Pts PICC line appear to have fractured. Pt had a c.t. After the PICC line placement.